Event description:
It was reported that pump battery, preventing operation. There was no reported adverse impact to customer's blood glucose. Technical support instructed customer in troubleshooting steps without success. Customer reverted to using multiple daily injections as backup therapy.